Manufacturer narrative:
White fluid residuals were confirmed at the connection between the female luer of the peripherally inserted central catheter (PICC) and the male luer of the mc100 microclave suggesting there had been prior leakage at that location. Subsequent leak testing did not reveal any leakage at that location. Measurement of the male and female luers revealed that the microclave male luer was iso design compliant but the non-ICU PICC female luer was not iso design compliant and was out of compliance on the large side. The probable cause of the leakage observed would be typical of a luer to luer connection problem due to the female luer of the non-ICU PICC mating device (manufacturer unknown) being out of iso design compliance. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: device received by manufacturer 14-sep-2023.

Event description:
The incident involved a microclave® clear neutral connector. As per report, the mother was breastfeeding baby at bedside, when mother pulled baby back she noticed that the microclave was no longer attached to the peripherally inserted central catheter (PICC). The medication involved was unknown, but there was no leaking or blood loss. There were no holes, cuts, tears or any defects noted. There was patient involvement but no harm or unexpected or prolonged care.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.